Manufacturer narrative:
Packaging was destroyed so lot number was unk. No documentation was reviewed. The returned wire was evaluated. A scratch was observed on the wire indicating contact with a sharp object, such as needle. Wire damage is consistent with being drawn back through the needle.

Event description:
The guidewire reportedly unraveled during an angioplasty procedure while trying to gain access.